Event description:
The user facility reported that the guidewire blocked in catheter during removal and the guidewire was damaged (lost spirals). The catheter/guidewire had to be removed. No pt injury was reported. It was indicated that the same problem has occurred with different pts before but no lot number was available for the previous occurrances and no pt injury was reported.